Manufacturer narrative:
The investigation determined that both lower and higher than expected vitros tsh results were obtained from two different patient samples collected from two different patients processed using a vitros tsh reagent lot 5600 in combination with a vitros 5600 integrated system. An assignable cause for the event could not be determined, however, improper pre-analytical sample handing (centrifugation) cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The results of a vitros tsh within-run precision test were acceptable; however, the customer used a control with an incorrect tsh concentration. Therefore, the precision test could not be used to verify the performance of the vitros 5600 integrated system and an instrument related issue cannot be ruled out as contributing to the event. Additionally, there were insufficient data points to assess the performance of vitros tsh reagent lot 5600, therefore, a reagent related issue cannot be ruled out as contributing to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue associated with vitros tsh reagent lot 5600. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained both lower and higher than expected vitros tsh results from two different patient samples collected from two different patients processed using a vitros tsh reagent lot 5600 in combination with a vitros 5600 integrated system. Patient 1 sample result of 0.078 miu/l vs. The expected result of 0.435 miu/l. Patient 2 sample results of 0.089 and 1.03 miu/l vs. The expected result of 0.476 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The vitros tsh results obtained from the patient 1 sample and the patient 2 sample described above were not reported outside of the laboratory and there was no allegation of actual patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4) / (B)(6).